Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer¿s other blood glucose value was 439 mg/dl. Based on customer¿s report customer did allege under delivery. The insulin pump passed self test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over/under delivery anomaly noted. Device was downloaded to carelink. Carelink report shows all bolus programmed and delivered. Device passed the delivery accuracy test at 0.0874 inches. (B)(4).